Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl. The patient treated via insulin pump bolus. During troubleshooting the customer was able to prime without incident. There were no leaks noted either. The settings were correct as well. The customer also mentioned that she had gone through a metal detector with her insulin pump, and that her blood glucose decreased to 37 mg/dl. The reservoir contained the same amount of insulin as displayed on the status screen. There was no apparent evidence of an over-delivery. The insulin pump was not returned for analysis.